Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2006 ¿ patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh. Per operative notes, ¿in the left lower quadrant, very large reducible left inguinal hernia sac was reduced from the spermatic cord. A medium sized 3dmax mesh was placed within the preperitoneal space and secured in place with sutures. The wound was irrigated and fascia was closed with sutures.¿ on (B)(6) 2006 - patient was diagnosed with recurrent left inguinal hernia and pain thereby underwent open repair. Per operative notes, ¿the previously placed mesh had slipped creating recurrence of hernia. An indirect inguinal defect was dissected circumferentially and reduced. The wound was irrigated; inguinal ligament and mesh was reapproximated with sutures.¿ on (B)(6) 2007 ¿ patient had left testicle orchiectomy thereby underwent repair. (Note: there is no operative note provided for this procedure in medical records).

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the PMA/510(k). Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., UDI no., corporate lot no.), g1, g3, g6, h2, h6, h10, h11. Corrected fields: g4 (PMA/510(k)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.